Event description:
Stroller involved in a fire as pt was riding in a vehicle. The driver of the vehicle stated that, "a fire was suddenly occurred on the tube-connection of the stroller." Patient was able to stop immediately, to break off disconnect the tube and then to throw the already partially lit apparatus from the vehicle. No damage to the vehicle was reported. The apparatus was later confiscated by the police.

Manufacturer narrative:
The unit never returned to MFR for any investigation as it was confiscated by foreign country, cid (police). Based on the info and pictures provided by customer, it was concluded that the fire started from an external source. The external source burned the cannula from 3-4 inches away from the unit/outlet. This clearly indicates the unit did not start fire on its own as lox is an oxidizer and it requires source of flame. There was no damage indicated to the interior of the car, which further indicates that the fire was limited to the cannula at the time it was thrown out of the vehicle. Therefore, at this point, no further investigation will be conducted by caire unless otherwise advised by the FDA. Note: this incident was not reported to the FDA in 2006 because it did not meet the reporting criteria per our understanding of FDA guidelines. However, as a result of a recent FDA audit, we have been requested to submit this incident report as the FDA auditor believes that this was a reportable incident.